Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient had a "reaction to the device" and was taken to the hospital to have the device replaced. No further patient complications were reported as a result of this event.